Manufacturer narrative:
The alleged event was not confirmed. The reported symptom (fluid leaking) was not confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Accelerated stress test was performed and passed. No fluid leaks in the test cassette during the accelerated stress test. Mushroom head check passed. Positive for glucose. An internal visual inspection of the cycler found visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient contact then stated that the patient was not able to continue his treatment last night because he kept getting the m31 air detected in cassette message. Patient contact stated she turned the cyc off, and in the morning she noticed when she opened the door to the cyc there was fluid leaking out of the cassette onto the cyc. Patient contact was advised to contact the peritoneal dialysis nurse regarding the alleged fluid leak. Follow up with the peritoneal dialysis nurse indicated that there was no complications as a result of the fluid leak and there was no medical intervention. Patient resumed treatment on the replacement cycler.

Manufacturer narrative:
During an internal review of this customer experience, it was determined that additional symptom codes should be added. Plant investigation was re-opened. The reported symptom (air detected in cassette warning) was not confirmed. The reported symptom (hb make sure hb is on ht tray and unclamped) was not confirmed.

Event description:
"."